Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit's display was not responsive and found to have a water ingress problem. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and found that there is a water ingress inside the unit's touchscreen. To fix the issue, the fse replaced the screen assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.